Event description:
It was reported that the device had a power on reset 1 minute before a remote monitoring transmission. The device and monitor remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01 implantable pulse generator 2008-02-29; 4592 implantable pacing lead 2000-08-24; 5054 implantable pacing lead 2000-08-24. (B)(4).